Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and discovered the lens had rotated on (B)(6) 2014. The lens has been repositioned twice. The surgeon plans on exchanging this lens for a longer length. The lens remains implanted.

Manufacturer narrative:
Method: lens work order search and medical review. Results: a lens work order search revealed there were no similar complaints within the work order. The lens was not returned. Medical review: clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic, position ect.). There is not enough clinical data to determine the exact cause of this event. Conclusion: based on the complaint information, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Method - work order search. Results; a lens work order search was performed and there were no similar complaints found within the work order. Based on the complaint information and work order search, we are unable to determine a specific root cause of the event. (B)(4).